Manufacturer narrative:
H6: investigation summary: bd received 35 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fibrin and hemolysis was observed. The samples were further evaluated by clinical testing and the indicated failure mode for hemolysis was not observed. However, fibrin was observed on the returned sample testing. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated issue: hemolysis because the defect was not evident in the testing of the complaint lot samples utilizing customer tubes. The fibrin mass portion of the complaint is confirmed utilizing customer samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all hemolysis observations evaluated. We will continue to monitor for additional complaints and emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for hemolysis and fibrin (hemolysis on photos only, fibrin on photos and returned sample testing). Bd was not able to identify a root cause for the indicated failure mode. There is currently no trend for hemolysis or fibrin on this lot number, and this is the 1st complaint received for the indicated failure modes on this lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "after being spun, where the serum should have been the sst tube was a solid clot ."

Manufacturer narrative:
The following fields have been updated with additional information: short description: hemolysis. B.5. Event or problem: 20jul2021 additional information - updating as reported to fibrin after entry review and photo review, adding hemolysis after photo review.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample and hemolysis. The following information was provided by the initial reporter. The customer stated: "after being spun, where the serum should have been the sst tube was a solid clot ." 20jul2021 additional information - updating as reported to fibrin after entry review and photo review, adding hemolysis after photo review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "after being spun, where the serum should have been the sst tube was a solid clot ."